Event description:
It was reported that after the spaceoar vue placement procedure, the patient became unresponsive approximately 5 minutes post-device placement. The clinical staff initiated cardiopulmonary resuscitation (CPR) to restore breathing. The patient was immediately transferred to (B)(6) and admitted to the general medicine floor. The patient's condition stabilized after approximately 3 hours. The attending physician reported that the patient experienced an anaphylactic reaction, evidenced by a rash on the arms and torso, accompanied by severe hypotension and respiratory arrest. It was unknown if the patient has been discharged. The physician was unsure if the event was related to the antibiotics, lidocaine, or the device placement. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e04201 captures the reportable event of anaphylactic shock. Imdrf patient code e1714 captures the reportable event of rash. Imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e0741 captures the reportable event of respiratory arrest. Imdrf patient code e0119 captures the reportable event of loss of consciousness.

Manufacturer narrative:
Additional information block b5 has been updated with the additional information. Block h6 (impact codes) was corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e04201 captures the reportable event of anaphylactic shock. Imdrf patient code e1714 captures the reportable event of rash. Imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e0741 captures the reportable event of respiratory arrest. Imdrf patient code e0119 captures the reportable event of loss of consciousness.

Event description:
It was reported that after the spaceoar vue placement procedure, the patient became unresponsive approximately 5 minutes post-device placement. The clinical staff initiated cardiopulmonary resuscitation (CPR) to restore breathing. The patient was immediately transferred to penn medicine and admitted to the general medicine floor. The patient's condition stabilized after approximately 3 hours. The attending physician reported that the patient experienced an anaphylactic reaction, evidenced by a rash on the arms and torso, accompanied by severe hypotension and respiratory arrest. It was unknown if the patient has been discharged. The physician was unsure if the event was related to the antibiotics, lidocaine, or the device placement. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report. Additional information received on 21jan 2026 ecj, it was further reported that the patient was monitored and treated with IV fluids. Then was discharged with non-lasting symptoms.